Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a connection issue between a cassette and a solution bag while the patient was connected to the homechoice during peritoneal dialysis therapy. The connection issue resulted in a leak from the solution bag. The patient reported that the clamp ex was difficult to use. The patient tightened the connection and continued therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.